Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Reportedly, the 4.5x100mm supera stent was implanted in the procedure; however, the supera stent was noted to be expired. The expiration date of the product is important for sterility, efficacy, and performance of the device. It should be noted that the supera peripheral stent system instructions for use (IFU) states: use this device prior to the ¿use by¿ (expiration) date specified on the device package label. In this case, as there were no adverse patient effects and the account reported the deviation of the IFU. The investigation determined the reported difficulties appear to be related to deviation of the instructions for use as the device was used past the expiration date. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 4.5x100mm supera stent was implanted in the procedure; however, the supera stent was noted to be expired. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.